Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a manual download of the device logs a se 2240 (air in set) alarm was found in the alarm logs only that occurred on (B)(6) 2014 at 03:10.